Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5155394.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and migration of the leads of the spinal cord stimulator (scs) system. Migration of the lead was confirmed with imaging. Reprogramming was performed but did not resolve the inadequate stimulation. The patient was prescribed medication. No devices will be returned as they all remain implanted.

Event description:
It was reported that the patient experienced inadequate stimulation due to high impedances and migration of the leads of the spinal cord stimulator (scs) system. Migration of the lead was confirmed with imaging. Reprogramming was performed but did not resolve the inadequate stimulation. The patient was prescribed medication. No devices will be returned as they all remain implanted. Additional information was received that the patient has received injections and will continue routine follow ups.

Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: infinion? Cx upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 5155394 unique identifier (UDI) # (B)(4). Block d2b pro code (product code): qrb.